Event description:
According to the report from the pt's audiologist, the pt, presented to the clinic with recent events of pain, tenderness at the implant site and abnormal sound perceptions. An explanation surgery is planned for february this year, despite no technical malfunction of the device could be detected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.